Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable component is: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of the recharger (serial # (B)(4)) revealed broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that desktop charger connector pin was broken and patient had been having issues charging the recharger prior to that. Patient mentioned that they noticed they had been in terrible pain and misses their stimulator. Patient stated that after being unable to charge, they turned the ins off with the programmer, and was without the ins for three days until they received the replacement desktop charger sent. Patient stated the desktop charger fixed the issue and everything was recharging and working. No further complications were reported as a result of this event. Patient confirmed current ins was implanted "two or so years ago". However, serial number of the ins was unable to be confirmed and the manufacturer does not have device record of the current ins.